Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "feeling a lot of pain" for the left side. Patient later reported "radial folds" and capsular "contracture" baker grade unknown. Device remains implanted.

Event description:
Healthcare professional later reported baker "grade IV." The events of "cysts" and "a small umbilical nodular area measuring 0.7 x 0.5 cm with a hyperechogenic focus in between suggestive of granuloma" on the abdominal wall are not device related.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported capsular contracture, baker grade ii and "discomfort and deformity" in the left breast. The event of capsular contracture, baker grade ii is not considered serious and is not reportable to the FDA.

Manufacturer narrative:
The reported capsular contracture, baker grade ii is not considered serious and is not reportable to the FDA.